Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Customer called in on (B)(6) 2021. The insulin pump got wet, and he/she received a critical pump error (open book image) alarm. The following actions/tests will be performed: visual inspection for cosmetic damage, power up test, required tests, download using crest & upload using thus, cutting open the case, visual inspection for moisture damage. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: broken reservoir tube lip, cracked reservoir tube lip, partially detached retainer ring, cracked battery tube threads, cracked case on the battery tube side, cracked keypad overlay. Device passed active current measurement test; it failed prime/seating, sleep current measurement, and self tests. No unexpected critical pump errors (open book image) were noted during testing; however, the motor ended loading prematurely. The device also returned an insulin flow block alarm during priming. Finally self test returned a pump error 75. Unable to perform the displacement, basic occlusion, force sensor, occlusion tests due to the prime/fill anomaly and the pump error 75. Attempt to download/upload using crest/thus was successful. The case was cut open. After visual inspection, there is corrosion in/around the following: electrical board 1, components located on the back side at the middle and at the top of the board; electrical board 2, lcd flex cable terminal; motor bottom. In summary, did not receive a critical pump errors (open book image) but instead received a prime/rewind anomaly and a pump error 75. These errors are due to the moisture damage on the boards. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump got wet and had critical pump error alarm. The customer stated they were received open book image on screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.